Manufacturer narrative:
Excessive vaulting should be added to the initial MDR. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, -13.5/+3.5/089 (sphere/cylinder/axis), in the patients right eye (od), without any complications. Eleven months after the lens was implanted, the patient experienced blurred vision after blunt ocular trauma. Examination revealed mild inflammation in the anterior chamber and both superior and inferior temporal haptics of the icl were dislodged into the anterior chamber and entrapped within the pupil, without touching the corneal endothelium. The lens was repositioned and the patient was on medication. One month after the repositioning surgery, the blurred vision was resolved and there was no damage to the eye. Twenty six months later, the patient again experienced blunt ocular trauma to the right eye. The lens was repositioned and one month after there were no complications associated to the repositioning surgery and no trauma observed. Pigment deposition on the posterior surface of the icl was observed after surgery but the amount of the pigment had not changed one year after the injury. The lens remains implanted.